Event description:
It was reported that a chemoclave® vented bag spike allowed air to enter the line during patient use. The reporter stated, ¿there was air in line during infusion¿. The event occurred during infusion. There was no concomitant drug and no concomitant device involved. There was no bleedback noted. The device was used for chemo but the drug involved is unknown. It is not a bio-hazard. There was no patient harm reported. This report represents a total of 2 occurrences.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Additional information e1: (B)(6). Email: (B)(6). Phone: (B)(6).